Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/11/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. The returned sample revealed that it was received two needle-suture pieces outside its packaging. Upon visual inspection, the returned samples, the swage, and the attachment area were noted to be as expected. Body fluids and marks on the body needles that appear to be by a surgical instrument could be observed. The needles were noted with the suture to be still attached to the barrel holes. Overall, no needle pull-off was observed. Besides, a needle pull strength test were not possible to perform according to sutures length. The extremes of the suture pieces were observed to be cut possibly caused by a surgical instrument. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide the lot number: unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if the suture broke or did the suture pull off the needle? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Related events captured via 2210968-2023-05829 and 2210968-2023-05831.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(4) 2023 and suture was used. During the procedure, the needle-suture was broken immediately during use. There were no adverse consequences to the patient. Additional information has been requested.